Event description:
It was reported that the patient presented in the hospital due to an unrelated health issue. The patient occasionally had a heart rate in the 30s. The pulse generator could not be interrogated and did not respond to magnet placement. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.